Event description:
Deployment of the main body graft landed (higher) closer to the renal arteries then desired. Initially the right renal artery was believed to have been partially occluded. Angiogram performed of the zenith device placement observed bilateral renal artery occlusion. Both renal arteries were successfully stented. Conclusion angiogram viewed both renal arteries filling sufficiently, and a successful exclusion of the aneurysm. No endoleaks were viewed.